Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Investigation revealed the broken trochanteric nail to be the primary product. The lag screw and locking screw returned are considered concomitant products. Failures in material or manufacturing of the affected nail kit returned were not found. Dimensional examination revealed no deviations in the relevant undamaged areas of the nail returned. The affected item was documented as faultless prior to distribution. Thus, we exclude deviations in material and manufacturing. Technical aspects: the received nail is completely broken in the webs of the proximal lag screw thru hole. According to the damage and the evidences of the breakage surfaces, the nail broke in a fatigue fracture due to axial overload after a period of implantation of approx. 2 months. Material deformation (friction marks) at the medial / distal and the lateral / proximal edge of the lag screw thru hole indicates high tension forces caused by high axial load - transmitted by the lag screw, which suggests more than partial weight bearing. The affected nail is designed to withstand the normal loads during the implantation period, i.e., the implant must neither be exposed to peak loads nor to continuous stresses. Another prerequisite for a successful supply is undisturbed, normal bone healing in such way, that the bone strength allows significantly increasing discharge of the time-fixed implant material. In case that such a situation does not occur, exceeding of the fatigue strength is to be expected and thus quite predictable complications. Medical aspects: excerpts from ¿clinical opinion¿ by a consultant hcp (refer to ¿medical background / information¿): ¿clinical assessment: in the given case, the x-rays show an unstable fracture with excessive sintering resulting in an insufficient bone contact at the calcar (medial pillar). At the lateral side the lag screw is positioned in the fracture gap not allowing for any transmission of any tensile forces in to the bone structure. Such a fracture constellation is extremely adverse because nearly all loads and the resulting bending moments are transmitted by the gamma-nail without any sufficient support by the bone structure. With such a fracture constellation, the gamma-nail (or a comparable competitive product) is not intended for long term full weight bearing. This is explicitly noted in the instructions for use and in the operative technique as well. To avoid an implant failure, in the given case partial weight bearing of approx. 200 n would have to be ordered by the attending physician. There is no clinical information regarding the period and the amount of postoperative weight bearing, but, the breakage after approx. 2 months clearly indicates an overloading of the affected gamma-nail in an imminent delayed union. Final conclusion: due to the presented data, the breakage of the gamma-nail was caused by at least by 2 factors: an overloading by the patient in an unstable fracture situation. A delayed union of the fragments. Based on the above technical and clinical evaluation the nail breakage reported is not linked to a deficiency of the device. The delayed union of the fragments and the resulting prolonged overloading by the patient in an unstable fracture situation had led to continuous stresses and a significant weakening of the nail in the area of the lag screw thru hole, followed by the fatigue fracture after a period of implantation of approx. 2 months. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
It was reported that gamma3 180 breakage after 2 months implantation.

Event description:
It was reported that gamma3 180 breakage after 2 months implantation.